Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 475 mg/dl at the time of incident. Customer also stated that the insulin pump had pump error drive count changes incorrect for moving. Customer reports they were able to clear the alarm and able to rewind the insulin pump. Customer assisted with performing displacement test and self test, both test passed. Customer was advised to monitor insulin pump and blood glucose and if high blood glucose persist call us back or go to emergency room. The insulin pump will not be returned for analysis.